Manufacturer narrative:
Product event summary: driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed a break in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. The manufacturer has initiated an investigation to evaluate driveline sheath damages. Based on the investigation, the most likely root cause of the driveline sheath damage is exposure to uv light. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the outer sheath of the driveline cable was damaged. A driveline sheath repair was performed and it remains in use. No patient complications have been reported as a result of this event.